Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The pump was charged to 100% battery life. Then after the customer updated pump settings, the battery gauge dropped to 5%. Within two minutes, the pump battery gauge then jumped up to 30%. There was no reported impact to the customer's blood glucose level.